Manufacturer narrative:
This medwatch report relates to MDR 1828100-2012-01306 and 1828100-2012-01308.

Event description:
It was reported that during the use of the device for a non-clinical activity, the system's lamp was found to be rusty at the neck base with lamp sheath damage. The customer indicated concerns with this issue related to epidemiology control in the operating room. There was no pt involvement.